Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed wear and tear damaged on the enclosure, front cover, tank cover, plate clip, and line cord. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem (crack in the enclosure near the drain fitting causing leaking) was confirmed during testing. The product problem was attributed to normal wear and tear. The following components were replaced: enclosure, tank cover, front cover, plate clip, line cord, and reflux plug. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that the device was leaking from the reservoir. No patient injury or complications were reported in relation to this event.